Event description:
It was reported that, during handling and prior to insertion, the non-preloaded monofocal intraocular lens (iol) was found to have a defective haptic. It is unknown whether patient contact occurred. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, information was requested but not provided.section d6a: not applicable, as the lens was not implanted.section d6b: not applicable, as the lens was not implanted, hence not explanted.section h3: the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.an attempts has been made to obtain missing information; however, the information has not been provided.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.